Event description:
It was reported that the device was found to be in back up vvi (bvvi) mode. Abbott technical support was contacted and a firmware download was performed to resolve the event. The patient was in stable condition.